Manufacturer narrative:
The device was not returned for physical evaluation. The original equipment manufacturer (OEM) performed an evaluation based on the content included in this complaint. There was no indication that there was a suspicion of cyber-attack or information leakage. Therefore, cyber investigation was not performed. The dhrs of product were confirmed. As a result, there were no manufacturing abnormalities, special adoptions, or variations. Routine analysis reports (december 2019) were checked. As a result, this issue was not addressed in a routine analysis. Risk management files were checked. As a result, the following details were written: · rss risk management tables · number: 1 · hazard: bleeding, organ damage · hazard: h9-04 deterioration or loss of function degradation or loss of function · cause: defective parts · dangerous condition: does not start up due to damage to the power supply circuit. · severity level: 4 · incidence: 1 in addition, the OEM reported that as a result of the confirmation, there was no effect (grounds: to be presumed to be aging deterioration). The OEM confirmed that 9 years and 3 months have passed since manufacturing. From the information raised, it was confirmed that there was no damage of the appearance in the device and cord. The OEM performed a dmr review and it was determined that the failure is not a design related malfunction. A label review for it is not a malfunction caused by the user's misuse this device. The root cause of this event could not be determined; however, based on other investigation, a probable cause for the malfunction/phenomenon is that the power does not turn on. It was confirmed that there was no damage of the appearance in the device and cord. According to the information presented below, it is assumed that the internal electronic components temporarily malfunctioned due to normal aging. · no appearance abnormalities. · 9 years and 3 months have passed since the manufacturing."

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined. If additional information becomes available, a supplemental report will be filed.

Event description:
The service center was informed that during testing the monitor would not power on. The unit or cord was not damaged and no abnormalities were noted. The unit was tested with another power supply cord and the power supply was not the issue. There was no patient involvement.